Manufacturer narrative:
D4 (UDI) : (B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed. Visual examination of the returned product found signs of repeated use (nicked or gouged) and is fractured. Device was submitted for further analysis. Analysis determined fracture surface artifacts of hackle marks and river lines indicate overload fracture. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. The device has a potential field age of 3 years with an unknown number of uses. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the blue insert for the femoral impactor was split into two pieces. When the tray was received from central sterile, the blue insert for femoral impactor was split into two pieces. The device was never implanted or used, and was immediately taken off the sterile field when the damage was identified.